Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer stated that they just wanted to say that they have received the replacement machine and the old machine has been send back to you weeks ago.. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on jul 03, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. During the evaluation, the dust contamination was observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were 32 errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.